Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that their onetouch verio2 meter had missing segments from the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.